Event description:
The hookwire was placed for localization of a lesion in the left breast. The hookwire was placed in the lateral aspect and the wire was looped and taped to the skin. This was done at 10:30 am in CT. When the surgery began at 3:30 pm there was no wire present. Some time after placement, the hookwire migrated through the left medical to the right medial breast. Information provided indicated the breast tissue was fatty and not dense.